Event description:
(B)(4)_clinical trial study, center number 6. Subject ID (B)(6). Patient experienced mild elevated intraocular pressure (left eye) following left eye vitrectomy+medication injection (ta)+mesh restoration+photocoagulation+heavy water+gas-liquid exchange+gas injection (c3f8) surgery. Medical treatment given, current condition is "no change".

Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot confirmed the product as c3f8 and meets all release criteria.